Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited extended charge times. A save to disk was provided for further investigation. Boston scientific technical services (ts) discussed that longevity calculator was based on battery voltage and informed field representative that based on the current settings the ICD's remaining estimated longevity to elective replacement indicator (eri) was more than 3 years, however, the device will most likely trigger eri on charge time. This product was later explanted and returned for laboratory analysis. The reason for explanted is unknown.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.